Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the suction irrigator instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument was unable to be removed from port. Upon inspection on the screen, a piece of metal on the unit was sticking out that caught the trocar and prevented the unit from being disengaged. The intuitive rep in the room advised removing the trocar and installing a new one. The irrigator was then removed from the port manually by the nurse after pictures were taken showing the metal that was being caught on the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a metal part sticking out by the wrist. No fragments fell into the patient's anatomy. The port size was not increased in order to remove the instrument. The instrument was inspected prior to use and no visible damage or anything out of the ordinary appeared on the instrument.